Event description:
This patient, admitted with mi, cardiogenic shock, and cardiac arrest, suffered recurrent thrombotic events at five days and nine days post implantation of cypher stents in the lad. Utlimately, the patient was sent for a bypass graft of the lima to the lad. This male, with a history of cad with previous stent placement in the proximal lad, developed chest pain and presented to the emergency room. He was ruled in for an acute anterior wall myocardial infarction (mi). While in the ER, the patient deteriorated and experienced cardiac arrest (ventricular tachycardia). He was intubated and defibrillated (twice). He was then taken emergently to the cath lab for coronary evaluation. A 7fr sheath was inserted into the right femoral vein and 6fr sheath was inserted into the right femoral artery. Angiography revealed a total occlusion. (100%) of the very proximal lad. Ventriculogram showed significant left ventricular dysfunction (ej-25%). An 8fr sheath was then inserted into the left femoral artery and an intr-aortic balloon pump (iabp) was advanced into the descending aorta. A bolus of 14.3cc reopro was administered and an infusion was begun @ 17cc/per hour. The patient was given 5,000 units of heparin after which the act was 190 seconds. Another 2,000 units of heparin were administered and the act rose to 230 seconds. A 6fr fl 3.5 guiding catheter was placed within the ostium of the lad. A bmw ptca guidewire was advanced into the lad and down the diagonal branch. The lesion in the proximal lad was predilated with a 2.5 x 15mm balloon and flow was re-established. The guidewire was then redirected down into the distal lad. An additonal lesion was noted within the previously placed stent in the proximal lad. This lesion was dilated with the same balloon. A 2.5 x 28mm cypher stent was positioned within the old stent, extending distally past a 50% lesion. The stent was deployed to 14 atms. The stent was not post dilated. Residual stenosis was 0% with timi iii flow noted throughout the vessel. The patient was transported to the ICU with the labp in place. The patient was recovering well and had been from the ventrilator and iabp; however, five days post procedure, he developed recurrent chest pain and st elevations in the anterolaterol leads. He was treated with morphine, oxygen, nitroglycerine, and heparin and was taken back to the cath lab for emergent evaluation. Angiography revealed a thrombosis within the distal portion of the cypher stent in the proximal lad that totally occluded the vessel. A double bolus of integrillin was administered followed by continuous infusion. The act was 197 seconds; therefore additional heparin was adminstered va IV, a 6fr fl 4.0 guiding catheter was positioned within the ostium of the lad. A bmw wire was advanced into the distal vessel. A 2.5 x 12mm balloon was positioned at the site of the thrombus and balloon angioplasty was performed. Flow was re-established; however, shortly after, the ptient developed sustained ventricular tachycardia and became hypotensive. He was defibrillated once and returned to sinus rhythm with a stable blood pressure. A 2.5 x 13mm cypher stent was then positioned in end-to-end fashion at the distal end of the previously placed cypher stent and was deployed to 14 atms. The new cypher stent and the previously placed cypher stent were then postdilated with a 3.0 x 15mm quantum balloon. The distal was dilated to 2.8mm end the proximal stent was dilated to 3.0mm, per the balloon inflation chart. There was 0% residual stenosis and timi iii flow was restored throughout the vessel. The patient was transported back to the ICU pain free and hemodynamically stable. Four days later, while still in the hospital, the patient experienced again experienced an anterior wall mi. He was taken to the cath lab for emergent evaluation. Angiography revealed a thrombotic re-occlusion of the very proximal lad. The patient was given a 50mg bolus of lidocaine via IV followed by a an infusion @ 2 mg/min. Serial angioplasty was performed with a 2.5mm quantum balloon, a 3.0mm quantum balloon, and a 3.5mm quantum balloon. Normal flow was re-established; however; a residual filling defect was still noted within the very proximal lad. In light of the recurrent thromboses, which occurred despite treatment with antiplatelets, anticoagulants and gpibiia inhibitors, a cardiothoracic surgeon was consulted. The decision was made to stratify the patient to a one-vessel (lima to the lad) bypass grafting. The patient was transported to the or pain free, hymodynamically stale and with no arrhythmias.